Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a check final line (cfl) alarm and check lines and bags (clb) alarm. The hp stated that a bag caused the problem with both alarms but he was unable to specify which bag exactly. Hp did not notice anything visibly wrong with the either bag. With the cfl the hp stated that he changed out just the bag and then finished therapy with the same set up. Writer advised the hp to change out the complete set up instead of changing out just one component because hp risks infecting himself due to a break in the sterile pathway. Regarding the clb the hp stated that he added a new bag to the unused line without disconnecting any other bags to finish therapy. The hp did not have any form of samples and was unable to provide lot number for either complaint. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.